Event description:
It was reported that the patient was unable to make an adjustment to their stimulation using the programmer with or without the antenna accessory. She experienced a shocking sensation from their implantable neurostimulator (ins) when she could not get the programmer to turn the ins down properly. The programmer was returned to the manufacturer and the patient was issued a new programmer. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Extension: model product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. (B)(4). Analysis of the patient programmer model 37744, serial # (B)(4), showed a cracked solder joint. Pin 2 on the antenna jack was re-soldered.